Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor was placing the arterial line and noticed it wasn't advancing and the metal was pushing back. The user took the cannula off and it fell apart. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the doctor was placing the arterial line and noticed it wasn't advancing and the metal was pushing back. The user took the cannula off and it fell apart. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.